Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) advised the hp to end therapy and start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.